Event description:
It was reported the patient had a spinal cord injury after her first year of college which caused pain. During the initial pump implant, the doctor ¿nicked something¿ so the patient had a cerebrospinal fluid buildup which was absorbed into the body. It was also noted during the initial testing with the bolus, the patient was able to mover her arms but when they put the tubing in, they couldn¿t get ¿high enough¿ because of the patient¿ scoliosis. The patient has gotten a lot of sensations and movement back. The pump need to be replaced because it was ¿timing out.¿

Manufacturer narrative:
(B)(4).